Event description:
This rv lead was implanted on (B)(6) 2008. A call to technical services on 6/28/12 states that during dft's patient has some under sensed vf with rv sensitivities set 1.0mv so they tested at 0.4mv and detected right away with no sensing issues. They decided to move sensitivities to 0.3mv. Working with dr. (B)(6). Patient is pacer dependent so technical services recommended doing isometrics and myopotential troubleshooting before he leaves to make sure we do not over sense anything and inhibit pacinq. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).